Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the implantable pulse generator (ipg) was, "misfiring," en route to medical care. It was also reported that the right atrial (ra) lead failed atrial lead position check (alpc), disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.